Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. The customer¿s blood glucose level was 421 mg/dl. Customer treated for high blood glucose with insulin pump. Customer was looking that the blood sugar might have been because of the infusion set because she changed the entire infusion . Customer reports the infusion set cannula is bent. The insulin pump will not be returned for analysis.